Event description:
A caller reported experiencing a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer will continue using the current pump until the replacement arrives, which will have updated software. The replacement pump was sent by tandem technical support, and the caller was provided with clear instructions on how to store and return the problematic pump using a pre-paid ups label within 10 days. The caller acknowledged all instructions and actions required.